Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states.--- on 01-apr-2024, it was reported that the patient faced infusion set cannula was kinked within 3 hours after insertion at abdomen, which cause the patient blood glucose elevated to high, therefore patient had received correction bolus via pump. The patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.